Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery case. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube on event date of (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case - corner of belt clip rails, label damage (faded serial number label) and cracked retainer. Cosmetic damage was confirmed at cracked case - corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.